Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, alert for low impedance was noted on the high voltage lead. The alert was confirmed during ventricular tachycardia therapy episode. The lead was capped and replaced on (B)(6) 2019. From the x-ray, the physician suspected insulation breach on the lead. The patient did not experience any adverse consequences.

Manufacturer narrative:
The reported event of appearance of externalized conductors was confirmed. The analysis of x-ray images and data provided by the physician confirmed the appearance of externalized conductors.